Manufacturer narrative:
The manufacturer received information alleging the obm electrical verification test had failed to pass on the ventilator device. During the evaluation of the device at the manufacturer's service center, the pressure sensor had failed causing the obm verification test to fail on the device. The device's obm subassembly had been discarded.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging the obm electrical verification test had failed to pass on the ventilator device. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.